Manufacturer narrative:
Product complaint # (B)(4). Invdepuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown mono/polyaxial screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery. During the surgery, the external nuts of the correction key have been tightened to block the polyaxiality of the screw. But three nuts of the correction key have been failed to tighten and come out from the screw head. The procedure was completed successfully with 60 minutes delay. The patient outcome was unknown. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity unknown ). This complaint involves six (6) devices. This report is for (1) unknown mono/polyaxial screws. This is report 6 of 6 for (B)(4).